Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305200 lot # 2082199 it was reported by customer that leak between needle & syringe, medication inadvertently release prior to treatment. Additional information: please see my responses below. 1. If possible, could you please provide picture samples for investigation? I am actively trying to verify if pictures are available. If available, I will forward them. 2. When was this defect observed? During or before use? Before use/ prior to treatment. 3. Did the reported issue have any impact on the patient? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No portion of the product was administered to the patient.

Manufacturer narrative:
(B)(4). Follow up it was reported there was a leak between the needle and the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging box of a drug labeled as 'izervay.' No other information could be obtained from the photo. A device history record review was completed for provided material number 305200, lot 2082199. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information received material # 305200 lot # 2082199 it was reported by customer that leak between needle & syringe, medication inadvertently release prior to treatment. Rcc received a complaint via email. Email(s) attached. The report states, "leak between needle & syringe, medication inadvertently release prior to treatment."